Manufacturer narrative:
6/24/97-supplemental report #1 submitted to FDA.

Event description:
During a laparoscopic hernia repair procedure the safety shield did not retract. The surgeon used another device without pt injury.